Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call low and high blood glucose levels. Customer's blood glucose level went as high as 499 mg/dl and as low as 40 mg/dl. Troubleshooting for low blood glucose was performed. Customer was admitted into the hospital as a result of low blood glucose levels. Customer was given a vile of sugary liquid. Customer's wife stated that they believe the patient does not eat enough to keep up with the insulin they receive and that the basal rates need to be adjusted. Customer went through a surgery which resulted in receiving a low dose of steroid for the rest of their life. Customer's blood glucose level may have been affected by receiving the low dose steroid. Customer was assisted in changing out the basal rates and was advised to monitor their blood glucose levels.